Event description:
The advocate stated the customer tested his glucose and received a reading of 400 mg/dl using his contour meter. He retested using another meter and received a reading of 85 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting was not possible because the customer did not have control test solution. The call was then disconnected. Attempts to reach the advocate or customer were not successful. No product will be returned for evaluation.